Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
Us distributor reported that the patient developed a bleeding rash on his chest and back underneath the lifevest garment. The patient had a history of sensitive skin. The patient's physician prescribed an unknown over-the-counter cream to apply to the irritation. The patient's irritation was improving with the use of the medication.